Event description:
The customer reported that while in patient use the ventilator displayed low or no vt data on the ventilator monitor screen. A visual and audible low vte was noted. Ventilator settings: ac/vol 30, vt 500, peep 8, fio2 .35, flow, 60lpm. The patient was removed from the ventilator and placed on another ventilator, no patient harm.

Manufacturer narrative:
The carefusion field service technician evaluated the ventilator, installed a new exhalation sensor and completed performance testing. Following the completion of FDA audit on oct 31st 2014, carefusion 207 has revised the MDR procedures. This complaint was determined to be reportable per the revised procedures.